Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
The customer reported that the unit's screen brightness was darker than another units. There was no patient involvement.

Manufacturer narrative:
G4:29dec2020. B4:29dec2020. The device was reported to have been in testing while being set-up for use, there was no delay in therapy and no patient harm. A philips service technician confirmed the reported issue and determined the user interface assembly required replacement. The customer declined philips service to repair the device and the device was returned to the customer unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.